Manufacturer narrative:
Pentax medical issued (B)(4) for the device to be returned for further evaluation. The device is currently pending return. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ec-3890li. In the event reported, the user states that there was no video image. The timing of the event is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Evaluation summary: customer reported no video image. The customer stated the monitor showed just the blank although the processor was turned on. However, there was no repair data that could determine the cause. Correction information: g6: follow up #1, h2: type of follow up, h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.